Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, after the procedure was aborted, the operator located the leak on the channel between the connector and optical reference. The disposable set was unavailable for return and analysis. Photos of the set were provided and reviewed. A leak was noted near the perimeter weld on the soft side of the channel near the collect connector. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the photos provided, there is a leak in the channel near the collect connector. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific failure mode resulting from a pinhole size tear that develops in the soft channel vinyl near the channel's hard plastic collect connector during long procedures, typically mnc collections. Corrective action: terumo bct has modified the standard spectra optia filler in order to reduce the incidence of leaks in the channel of the tubing set during mnc collections, specific to this failure mechanism. The modified filler has been designed to enhance the system¿s reliability, by reducing the incidence of a specific type of disposable set leak. The modified spectra optia filler has been released and is being installed at customer sites performing mnc collections.

Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm during a mononuclear cell collection procedure. Per the customer, the operator checked the disposable set for leakage and was unable to locate the leak. The operator cleaned and dried the fluid leak detector, but the same alarm noted. The operator aborted the procedure. No injury was reported regarding this incident. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.